Manufacturer narrative:
As part of our investigation, the device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and observed a leak on the bending section cover. There were multiple frayed wires protruding from the bending section cover that caused the leakage and leak test to fail. The bending section cover was removed and noted excessive frayed wires on the bending section mesh then discovered a severe dent on the bending section that caused the frayed wires to stretch and break. The dent on the bending section is due to excessive stress and force. There was no patient involvement. No additional information was made available at this time. The instruction manual states ¿inspect the entire surface of the scope for dents, protrusions, or other irregularities. Feel the entire shaft with fingers, checking for irregularities. Do not use if damage is found.¿

Event description:
The customer reported to olympus that the urf-v flexible video scope has air/water leakage. It failed the leak test. There was no patient involvement. No additional event information was provided.

Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the result of the review shows no impact. (Because the event is caused by user handling.) Since protrusion of the metal resulted, it is presumed that excessive stress might have been applied to the bending section due to rotation. However, since it cannot be determined whether the cause of the metal protrusion is due to excessive rotation stress as described above or aging degradation, the cause is unknown. The lm reported the following findings: pinholes in the bending section cover, wire protrusion from the bending section cover, cracks, and peeling were observed. Deformation of the bending section was observed. The insertion tube has been damaged. (The inner metal is visible.) The universal cord and the video cable have been crushed. The connector has been damaged. Burning of the c cover around the instrument channel outlet of the distal end was observed. Leakage occurred in the insertion section and the bending section. After confirming the DHR, it was found that the product had been shipped in normal condition. A review of the instrument history shows the scope was last returned for service on december 27, 2019 due to a leak on the insertion tube due to mishandling. The scope was repaired and returned to the customer. The lm recommends the customer refer to the instruction manual for proper use. "6.6.2_ labeling review:3.2 inspection of the endoscope inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. Never perform angulation control or insertion/withdrawal of the endoscope¿s insertion tube or rotate the insertion tube without viewing the endoscopic image. Patient injury, bleeding, and/or perforation can result. Never insert or withdraw the endoscope¿s insertion tube while the up/down angulation is locked. Patient injury and/or equipment damage can result. If significant resistance is felt during insertion due to an anatomical reason, do not insert, withdraw or turn the insertion tube of the endoscope with excessive force. Otherwise, ureter injury, bleeding, and/or perforation may occur."